Event description:
It was reported that a patient underwent a laparoscopic hysterectomy in 2015 and a barbed suture was used. Subsequently, the patient experienced persistent pain, which was reportedly associated with the barbed suture that had eroded over time. The surgeon performed a procedure to remove multiple retained sutures, which were believed to be the source of the patient's pain. No additional information regarding the patient's outcome was provided. Additional information was requested.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This is a combination product, and the event has been reviewed for both the suture and the Triclosan.This report is being submitted pursuant to the provisions of 21 CFR, Part 803, Part 4 Subpart B. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent.Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental Medwatch will be sent.Please provide the patient's demographic information including age, gender, weight, BMI at the time of index procedure.Date of the laparoscopic hysterectomy?The diagnosis and indication for the index surgical procedure?Were any concomitant procedures performed?On what tissue was the suture used?What was the tissue condition (normal, thin, calcified, fragile, diseased)?For the original intended closure, how were all layers closed?How was the suture placed (interrupted or continuous)?How was the suture originally tied (multiple knots, square knot, etc.)?What symptoms did the patient experience following the index surgical procedure? Onset date?Please describe any medical/surgical intervention required for this suture event including dates and results.Date of the re-operation performed to remove the sutures?Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?Other relevant patient history/concomitant medications?What is the physician¿s opinion as to the etiology of or contributing factors to this event?What is the patient's current status?Was the suture used a Stratafix Spiral or Stratafix Symmetric?Product Code and Lot Number?Surgeon¿s name?Name of facility/account?